Event description:
The account alleged the bed has no nurse call function. No patient impact.

Manufacturer narrative:
The account found the communication cable is not connected. The account connected the communication cable to resolve the issue.